Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent no data displayed. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause is determined to be signal loss greater than 3 hours. The reported event of a no data displayed is reportable based on the finding of a signal loss greater than three hours. No injury or medical intervention was reported. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device.